Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 09-apr-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. According to consumer, gynecologist said essure insertion had failed since he was unable to get the device released. Six months after essure insertion procedure, she became pregnant and it was a difficult pregnancy. After delivery, she had a tubal ligation procedure performed and pathology report found metal fragments in the fallopian tubes / several fragments have penetrated walls of her fallopian tubes. Consumer concluded that, despite the information from the physician that insertion had failed (unable to get the device released), the device released and left metal fragments in the fallopian tubes. After delivery and tubal ligation, she started to have uncontrollable bleedings, pain and pressure in the pelvis. She had a complete hysterectomy and, during this procedure, it was found a spring thru and thru her uterus. Event metal fragment in the fallopian tubes / several fragments have penetrated walls of fallopian tubes (interpreted as a device breakage and embedded device) and event the spring was thru and thru the uterus (interpreted as a device expulsion and embedded device) were considered serious due to medical significance. Device expulsion and device embedment are listed in the reference safety information for essure. Device breakage was assessed as listed upon receipt of the product technical analysis. Based on the provided information and the positive temporal relationship, causalities between all the reported events and essure were assessed as related. Since intervention was required (total hysterectomy) this case was regarded as incident. A product technical analysis was unable to confirm any quality defect or device malfunction and stated that the possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. Further information could not be obtained.

Event description:
This is a spontaneous case report received from a (B)(6) year-old female consumer in united states on (B)(4) 2014 who had essure (fallopian tube occlusion insert) inserted in 2008. Shortly after the attempt to have essure inserted, approximately 6 months later, consumer became pregnant and it was an extremely difficult pregnancy. After delivery, she had a tubal ligation done in hospital. The part of the fallopian tubes that are sent off to pathology found flat metal wires that were penetrating the fallopian tube. According to consumer, it was concluded that, during essure insertion procedure, despite the information from the physician that insertion had failed (he was unable to get the device released), the device released and left metal fragments in the fallopian tubes. Several of these fragments penetrated through the walls of her fallopian tube. After delivery, she began having gynecology issues. Bleeding, pain, and pressure and went thru several medications and birth control. Her gynecologist thought it was due to the left fallopian tube having a disease issue. Consumer had a left oophorectomy in the beginning of 2009 and things didn't get better. She tried for two years to get around it. However, it got worse and the bleeding became uncontrollable. On 2011, she had a complete hysterectomy and it was found that a spring was thru and thru her uterus, which was causing the bleeding. Ptc investigation result was received on (B)(4) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4). Final assessment: when a term like "...released which left metal fragment in the fallopian tubes..." Is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken", or if a different portion of the delivery catheter was broken off inside the patient. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro- insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the micro-insert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: this ptc was initiated due to a reported product quality issue and usability issues. No complaint sample was provided for technical investigation. The technical assessment concluded "unconfirmed quality defect". The reported adverse events are known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The reported usability issues will be subject to post market surveillance monitoring. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. According to consumer, gynecologist said essure insertion had failed since he was unable to get the device released. Six months after essure insertion procedure, she became pregnant and it was a difficult pregnancy. After delivery, she had a tubal ligation procedure performed and pathology report found metal fragments in the fallopian tubes / several fragments have penetrated walls of her fallopian tubes. Consumer concluded that, despite the information from the physician that insertion had failed (unable to get the device released), the device released and left metal fragments in the fallopian tubes. After delivery and tubal ligation, she started to have uncontrollable bleedings, pain and pressure in the pelvis. She had a complete hysterectomy and, during this procedure, it was found a spring thru and thru her uterus. Event metal fragment in the fallopian tubes / several fragments have penetrated walls of fallopian tubes (interpreted as a device breakage and embedded device) and event the spring was thru and thru the uterus (interpreted as a device expulsion and embedded device) were considered serious due to medical significance. Device expulsion and device embedment are listed in the reference safety information for essure. Device breakage was assessed as listed upon receipt of the product technical analysis. Based on the provided information and the positive temporal relationship, causalities between all the reported events and essure were assessed as related. Since intervention was required (total hysterectomy) this case was regarded as incident. A product technical analysis was unable to confirm any quality defect or device malfunction and stated that the possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. Further information has been requested.